Event description:
After primary tka surgery, post-op xray revealed that the tibial stem had been implanted protruding through lateral tibial cortex. Patient was then returned to the or to revise the tibial implant, using longer tibial stems.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about reported tibial protrusion. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.